Event description:
A reliant stent graft balloon catheter was inserted into the patient for modelling of an implanted aneurx stent graft in the proximal aortic neck. The balloon was correctly prepped and no abnormalities were noted. Upon the first inflation of the balloon using 25% contrast/75% saline and a 30 cc syringe, the balloon burst radially. (MFR report# 2953200-2007-00217). There was no excessive force used during the insertion of inflation of the balloon. The placement of the balloon was 6 mm out of the stent graft and rest of the balloon was within the stent graft. The physician inserted and inflated another reliant balloon and the balloon burst. The physician believes that the patient's anatomy was the root cause of the ruptured balloons, there was narrowing in the aortic neck and severe thrombus. The reliant stent graft balloon catheter was partially in the artery and partially in the stent graft, which is contrary to advisory notice which states the balloon is to be inflated fully within the stent graft. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.